Manufacturer narrative:
Additional, changed, and/or corrected data. Further investigation results:the review of the documentation associated to the manufacturing process indicates that all devices with work order#: (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship according the qa199.04. This finding is not related with the reported event. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation:sis of the returned device identified the weight the device within specification, wear abrasion and crease fold. Cloudy and bubbles in the gel observed after autoclave cycle. Observed split in patch area ¿ss¿, it is out of specification per qa199.04, was identified which is characterized as a workmanship. Base on the device analysis the final assessment is: observed split in patch area, was identified which is characterized as a workmanship. The unit is not rupture.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.